Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement, and high pressure test. The drive support disk was inspected and no anomaly noted. Minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer had unexplained high blood glucose levels beginning the night before the call. Caller reported changing the set and treating the high blood glucose levels with a bolus, however, customer's blood glucose level continued to rise. Customer's blood glucose level was 464 mg/dl and customer had ketones at the time of the call. During troubleshooting, the insulin pump failed the high blood glucose test twice. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.